Event description:
Customer states ventilator spontaneously changed fio2 setting from 100% to 30%. Logs dated (B)(6) 2023 show a manual change from 100% to 30% at 19:22:56, then a subsequent manual change back to 100% from 30% at 19:32:06. Explained to customer that oxygen can only be changed by user input either by selecting the control or by pressing the o2 flush button.